Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, who provided reset instructions and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.